Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow, down arrow and ok keypad buttons required multiple hard presses to elicit a response. The reporter noted that all the keypad button symbols were worn off. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be torn in the lower right corner. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.